Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system after running out of insulin during sleep; assistance included a full supply change with a 23 in, 6 mm contact detach infusion set, and troubleshooting and education were completed. Symptoms included elevated blood glucose with a reported maximum of 332 mg/dl and no acute clinical effects. Outcomes included no medical intervention, no ketone testing, no backup therapy, and no alerts or alarms. Investigation included a review of use conditions and counseling on proper supply management and infusion set replacement. Investigation of this case revealed no device alarms or malfunctions and no component failure identified, with the event consistent with hyperglycemia due to lack of insulin availability.